Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect balloon design (inflation diameter undersized) ¿. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: ¿bard® foley catheter inflation/deflation guidelines for urological use only. Warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ inflate the balloon with sterile water to the volume stated on the inflation lumen of the catheter by using a water-filled luer tip syringe. ¿ do not use needle. ¿ do not exceed recommended capacities. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Single use, do not resterilize, do not use if package is damaged, keep away from sunlight, consult instructions for use, sterilized by ethylene oxide. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
Critical care nurses reported in an online survey that it was not able to successfully achieve hemostasis while using the large 30cc balloon because nothing in relation to bardex 30cc silicone coated latex foley catheter, 16 fr. 2-way.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
Critical care nurses reported in an online survey that it was not able to successfully achieve hemostasis while using the large 30cc balloon because nothing in relation to bardex 30cc silicone coated latex foley catheter, 16 fr. 2-way.